Event description:
It was reported that an IV administration set was found to have the distil end luer lock connector disconnected from the IV set. This was noted during infusion. There was patient involvement, however there was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a companion sample was received and evaluated. Visual inspection showed no obvious defects. Pressure and pull tests were performed on the solvent bond and the pull test resulted in separation between the tubing and the male luer. Microscopic inspection showed that the tubing end had an insertion depth that was out of specification. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.